Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 2/6/2020. Device evaluation: the product was returned to the manufacturing site. Visual inspection using magnification was performed. Only a half of the lens returned cut in two parts by removal/explant procedure, making it visually impossible to identify if the returned lens has unacceptable defects and/or any damages on it. Residues of viscoelastic was observed on the lens optic body. There was no specific failure reported against the lens. No product deficiency could be identified. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (1) additional investigation request (ir) for this production order; however, it was not related to the reported issue. Conclusion: as a result of the investigation ,there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt375 tecnis symfony intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2019. It was later explanted on (B)(6) 2019 due to patient not happy with his vision. There was no surgical intervention required and no complication has been reported. No further information was provided.